Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported 1.5 years after the dental implant and abutment were placed in ada site 31, the implant had lost osseointegration in type iii bone. Clinician reports peri-implantitis, infection, inflammation and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 years after the dental implant and abutment were placed in ada site 31, the implant had lost osseointegration in type iii bone. Clinician reports peri-implantitis, infection, inflammation and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.